Event description:
Customer reported a malfunction alarm with the code malf 12, and they experienced this issue at least three times without any notable events occurring beforehand. The customer's blood glucose level remained within normal range, not exceeding 500 mg/dl. To address the issue, tandem technical support arranged for a replacement pump to be sent to the customer, provided storage mode instructions for the current pump, and advised the customer on steps to take upon receiving the replacement. The customer acknowledged these instructions and will continue using the current pump as backup therapy until the replacement arrives.